Manufacturer narrative:
Ref ID: (B)(4). Combidiagnost r90 is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. When the footrest is not locked into place on both sides, it can slide off the table when the table is tilted up. The field service engineer (fse) performed analysis and verified with the customer that the footplate had come off due to improper installation by the user. There are no photos that show how the installation was done incorrectly and no patient as injured. The footplate was reattached and relocked. After proper fitting, the footplate was checked and tested okay. System returned to clinical use with full functionality.

Event description:
It was reported that the device was in clinical use when the footstep of the table where the patient stands has come and seems to be broken. There was no patient or user impact.